Manufacturer narrative:
Additional info: b5 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported that the surgery had to be repeated a few days later since the surgeon was unable to remove the whole tumor.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site had experienced an unexpected shutdown when setting up for a case. The system would no longer turn on. The main cart was unable to power on while connected to the camera cart. The site disconnected the camera cart from the main cart and the main cart was able to power on. With the main cart powered on, the site connected the camera cart to the main cart and the camera cart powered on, and both carts remained powered on for 10 seconds and then both carts powered off. The site swapped outlets multiple times with no effect. Biomed on site tested each outlet used and confirmed the voltage was good. Troubleshooting with technical services ts) included the following. With the main and camera carts connected together and to wall power, the site held down power button and reported the led would not illuminate and the system would not power on. The site disconnected the camera cart from the main cart and attem pted to power the main cart on, and the main cart powered on straight away, and the site was able to log into the clinical application without issue. The site powered the main cart down through the software, and connected the cameracart to the main cart, and attem pted to power the system on with no effect. The site disconnected the camera and main carts and removed the system from wall power, hit the power button on each cart, connected the camera and main carts together and connected the system to wall power, and the camera cart power led came on briefly then powered off without the camera cart power button being touched and the site was unable to power the system on. The site disconnected the camera cart from the main cart and the main cart immediately powered on without either of the power buttons being touched. There was no visible damage to the cart-to-cart cable or lemo connectors reported, no visible damage to lemo ports on either cart reported. With the main cart still on, the site connected the camera cart to the main cart and hit the power button on the camera cart, and the camera cart powered on. The camera cart and main cart remained powered on without issue for 3 minutes; performed reboot via software and waited 30 seconds before powering back on, and both carts were able to power on. The camera cart monitor displayed the message stating it was attempting to connect to the main cart, then displayed a message indicating the connection attempt failed, then displayed the same video as shown on the main cart. Main cart would not power on after suddenly shutting off again. The site attempted to restart the system and the uninterruptible power supply (ups) did not resolve the issue. The most likely / suspected cause of the issue was a bad camera battery that caused the system to shut down, but currently it was unknown as to why the main cart would not power on if the camera cart was disconnected. The site reported the occurrence during (B)(6) 2023, and the procedure and navigation were aborted and part of the tumor was left behind. The surgeon decided to alter the treatment plan to irradiate the remaining tumor. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was a patient present. Additional information was received. The surgery was aborted post-incision and post-anesthesia. Case was continued during tumor rese ction despite shutdown of the navigation. The surgeon completed the procedure without navigation. Post-operative MRI showed only partial removal of tumor. The surgery was performed again on (B)(6) 2023 using axiem electro magnetic protocol. Tumor was completely removed. Additional information was received. The surgery was completed initially without navigation, the surgery was not aborted.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, product ID: 9735815, a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced hardware parts. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H3, h6: the main to camera cart cable was returned to the manufacturer for analysis. The main to camera cart cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. H3, h6: the main cart cable has not been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.